Manufacturer narrative:
Hydraulic sub-assembly cylinder.

Event description:
It was reported by service report that the hydraulic sub-assembly cylinder is leaking on the cot. No patient involvement or adverse consequences are reported.